Event description:
Investigation of event strongly indicates that the h/s catheter in question was in no way contributory to the adverse reaction: 1. There were no symptoms until the contrast material was introduced and the catheter removed. 2. Allergic or reactions to osmotic effects are well known in radiology; there have been no previous reports of such a reaction with this product in more than 500,000 procedures. 3. In a separate telephone conversation with the reporter, it was disclosed that the pt was extremely tense before the procedure even began.

Event description:
Investigation of event strongly indicates that the h/s catheter in question was in no way contributory to the adverse reaction: 1. There were no symptoms until the contrast material was introduced and the catheter removed. 2. Allergic or reactions to osmotic effects are well known in radiology; there have been no previous reports of such a reaction with this product in more than 500,000 procedures.